Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 63 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 40 mm, proximal diameter of non-aneurysm aortic neck was 23 mm, distal diameter of non-aneurysmal aortic neck was 20 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 16 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were mildly tortuous. It was reported that a CT with contrast noted evidence of stent graft migration. There was proximal migration of the stent graft¿s left limb. There was no evidence of an endoleak. The distance of the migration was 10 mm in the proximal direction. This adverse event may have led to a serious deterioration in the health of the patient that required in-patient hospitalization and resulted in medical/surgical intervention to prevent permanent impairment to the body structure/function. The patient was scheduled for a secondary procedure, but did not show up for hospital admission. Phone contact with the patient was lost. A letter was sent via mail. The outcome of this event is unresolved and ongoing. The investigator assessment states that the event is not device related, but is related to the procedure. It was reported that the physician implanted an endurant contralateral limb via the left side, which resloved the migration. However, at the end of the procedure, a distal type I endoleak was observed and left uncorrected.